Event description:
This senior medical affairs specialist spoke with the patient/layperson on 2/17/09 after he returned my call regarding his allegation thirteen days prior, that the bottom portion of the numbers on his onetouch ultra meter's display were missing. According to the patient, although the lower portion was missing segments, the numbers were "readable;" however, he does not recall the result he obtained the day prior, at 4:30pm when he discovered the missing segments. The patient also does not recall the amount of novalog he took before the evening meal. His pre-meal novalog amount is based upon the number of carbohydrated he takes and the blood glucose results. The patient assumes he took his usual dose of lantus before bed. The patient admitted that sometimes he forgets to take the lantus. During his conversation with a customer care advocate thirteen days prior to original date, he alleged, he may have misread his 11:30pm result the night before since he felt "high" the morning of his call. When the patient awoke the next day, he had a headache and frequent urination. Using his back up ultra meter, his blood glucose was 358 mg/dl. The patient injected 12 units of novalog based upon that result. The meter and test strips were replaced. The patient stated, "it is not the mete's fault." Because the patient alleged that he possibly misinterpreted the blood glucose result the night of the day prior, due to a damaged display and because he had symptoms that meet the criteria of serious injury the next morning, this complaint is being reported. The products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.